Manufacturer narrative:
No product has been returned for evaluation nor images provided to confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that tip of the screwdriver broke intraoperatively. There was no patient injury reported.

Manufacturer narrative:
The customer¿s report that the tip of the screwdriver broke was confirmed. Visual inspection revealed the thread tip of the 3.5mm screwdriver, long cannulated was broken. It is likely that the screwdriver experienced high forces and/or were detached incorrectly causing the threads to break. The root cause is likely the unit experienced high forces and/or was detached incorrectly. Review of the device history record for the returned unit confirmed that it met all the required quality inspections.

Event description:
See updated information in h2, h3, h6 and h10.